Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days post-left bundle branch area pacing (lbbap) lead implant, the coil came back across the valve and p-wave oversensing (pwos) was noted. The patient was complete heart block and would experience pauses due to withheld pacing depending on physical orientation. The lead was repositioned and the qrs complex was good but not great so the physician elected to add a left ventricular (lv) lead. No further patient complications have been reported as a result of this event.